Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred (alarm 30). There was no reported impact to customer's blood glucose level. No further information was available.